Manufacturer narrative:
(B)(4). Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that during a scheduled device replacement procedure, this existing right ventricular (rv) lead was connected to the new cardiac resynchronization therapy defibrillator (crt-d) device and the rv lead exhibited no capture. As a result, the lead was disconnected and reconnected to the new device and the shock impedance measurements were noted to be high out of range greater than 200 ohms in all three (3) distal coil vectors. It was indicated that the shock impedances measurements were normal with the previous device so the rv lead was reconnected to it and the shock impedance measurement was greater than 200 ohms. The boston scientific representative (rep) confirmed that the lead was properly inserted into the device header. The rv lead was then reconnected to the new device and a 1.1 joule commanded shock was delivered resulting in a fault for an open circuit and a corresponding shock impedance measurement of greater than 125 ohms. It was suspected that the issue is related to the rv shocking coil. There were no issues visually observed. The device replacement procedure was completed, and the rv lead remained implanted at that time. The patients ejection fraction (ef) was noted to have improved so it was indicated that the patient may no longer need tachy therapy. The rep indicated that the physician may program off tachy therapy and if the patient does need tachy therapy, then a subsequent surgical procedure will have to be schedule in order to revise, extract or replace the rv lead. They were going to talk with the patient and their family to determine what actions they want to take. An additional surgical procedure was subsequently performed approximately one (1) month later to explant and replace the rv lead. The following physician also decided to replace the crt-d device at the same time as the rv lead. No additional adverse patient effects were reported.